Manufacturer narrative:
(B)(4). Date sent: 3/5/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during an unknown procedure; while the surgeon was using the stapler, the tip of the stapler bent and was unable to straighten. Stapler had successfully sealed what was required, no harm to patient. There were no patient consequences reported.